Manufacturer narrative:
The device was returned for analysis. The stent implant was stationary on the balloon between the markers. There was no damage noted the stent implant. The hypotube was separated distal to the strain relief tubing. The fracture faces of the hypotube were in oval shape consistent with kink prior to separation. The reported failure to advance could not be replicated in a testing environment as it was related to operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. All noted shaft damage is likely due to handling and or manipulation of the device during attempted advancement. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the unspecified balloon catheter during advancement causing the reported failure to advance. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in an unspecified vessel. The xience sierra stent did not cross the lesion due to a interaction with the unspecified balloon catheter, and the unspecified catheter broke inside the anatomy. Another xience sierra was used to complete the procedure. There were no reported adverse patient effects and no clinically significant delay in the procedure. The device was received with a separated hypotube distal to the strain relief tubing. No additional information was provided.